Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? While using them for vascular anastomosis. Product code? 8711h. Lot number? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00146.

Event description:
It was reported that a patient underwent a internal shunt creation procedure on (B)(6) 2021 and suture was used. During the procedure, while using suture for vascular anastomosis, two sutures broke in a row during ligation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/10/2022 additional information: d4, d9, h3, h4, h6 h3 investigational narrative: visual analysis of the returned product revealed that one opened sample product code 8711 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was received in two pieces, damages at the surface was observed and the ends were observed cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument and no functional test could be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: lot number: unknown => rdbher a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.